Manufacturer narrative:
The reported event of could not engage and tighten the lv-setscrew to secure the lead was confirmed. Analysis revealed the user/physician was making various and random incorrect wrench insertions attempting to engage and tighten the lv-setscrew. In some of these incorrect attempts to engage the setscrew, the user unknowingly backed the setscrew out of the connector block socket. With the setscrew out of the socket it is loose and laying sideways. It is now impossible to insert a wrench into the setscrew inset or to put it back into the socket to tighten it onto the lead. This is a user related anomaly caused by the incorrect use of the wrench by the user/physician.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the hex wrench was unable to engage the set screw on the header. The pacemaker was not used and replaced. The physician was in stable condition.